Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant when the rv lead was introduced, the anatomy looked like it may cause some difficulty getting across the valve and into the right ventricular outflow tract (rvot). At some point, the lead felt it was stuck. An x-ray revealed that it appeared there may have been some of the helix slightly protruding past the lead tip. After the lead was out of the body the lead helix functionality was examined. It would extend but not uniformly and retracting was the same thing. It was also noted that during the procedure the patient's pressures were up and down, but was not necessarily due to the lead. It was mentioned previously that the patient's pressures had already been up down and patient was treated with medications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.